Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a jetstream sc-1.85 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was returned stuck in the device. The guidewire that was used during this procedure was on the compatible list. The wire used was a thruway guidewire. The guidewire lumen and the catheter shaft were checked for damage. The shaft showed buckling and 2 kinks. The buckling was approximately 121cm and 124cm from the tip. The kinks were located at 126cm and 127cm from the tip. It was noticed that the devices tip was run up on the coils of the distal tip of the guidewire. The devices kinked shaft and the tip that was run up on the coils of the guidewire would be consistent of a guidewire sticking issue the customer experienced. Device analysis consisted of straitening the kinks on the catheter shaft then the wire was pulled from the device with some restriction. Functionality was checked by setting up the device on the jetstream console and the device functioned as designed. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A 1.85mm jetstream® sc atherectomy catheter and a 014 x 300 thruway guidewire were selected for an atherectomy procedure in the superficial femoral artery (sfa) / tibial artery. During the procedure, the jetstream folded over on itself, kinked and stopped all activity. It was noted that the device stuck on the wire at this point. No error message displayed. The jetstream and the wire were safely removed together as a unit. The procedure was completed with a different device. There were no patient complications and the patient was stable.